Event description:
It was reported the patient presented to the emergency room. The patient experienced a stomach ache and confusion. The pump was interrogated and was normal. The logs were ¿ok¿ the pump was delivering infumorph. Additional information reported the patient experienced a return of symptoms. The patient experienced generalized pain. The patient was ¿sick to her stomach and delusional.¿ the patient was now stable, but still not back to herself. The symptoms started about two weeks ago. The pump was checked (B)(6) 2013 and it was believed that ¿everything was ok.¿ additional information reported the patient experienced withdrawal. The patient had altered mental state. The medication was lowered ¿substantially.¿ the patient was admitted to the hospital. The patient experienced a change in therapy effect. The patient started feeling ill around (B)(6) 2013. It was indicated that the morphine withdrawal mimic¿s things that they are possibly seeing now. It was stated that between (B)(6) 2013 the patient was taken to the hospital. They ¿exhausted¿ some different tests and resolved to say the patient had a urinary tract infection. The wbc count was about 10.4. The lab work was ¿fine.¿ the patient experienced abdominal pain which is always a common symptom with morphine withdrawal. It included nausea that turns into vomiting. The patient did not have an acute pain in her stomach and did not throw up at the moment. The patient does eventually throw up as the progression goes on from beginning of morphine withdrawal to the very end. The patient had watering eyes symptoms. It was thought the patient may have had a cold. The patient was given oral medication and their vitals remained stable. A bolus of morphine was planned but the patient¿s responsiveness was low therefore the hcp was not comfortable administering a bolus. When the patient got to the hospital on (B)(6) 2013 the patient was unable to void. A foley catheter was placed (B)(6) 2013. The foley catheter was removed on (B)(6) 2013 and the patient is beginning to void but doesn¿t have control of it. The patient lost control of her bladder (B)(6) 2013. It was reported the physician said that losing control of bladder maybe due to swelling and healing from surgery. The patient was sick, did not feel good and her stomach hurts with no acute symptoms. Radiology attempted to aspirate the line five times on (B)(6) 2013 in one episode and couldn¿t aspirate. It was indicated that no injection or evaluation could be performed. It was believed there was something wrong with the catheter and a radiology report indicates there is. It was also indicated the device was fine. The catheter status was not confirmed. The pump is working. The physician was out of town until (B)(6) 2013. The patient has been admitted since (B)(6) 2013. The pump was delivering morphine. Additional information reported was the patient had multiple complications. Three radiologists tried to aspirated line and were unable. The problems began (B)(6) 2013 with body aches, repeated cycles of morphine withdrawal: sneezing, watery eyes and abdominal pain. A morphine dose was given and the symptoms subsided and relapsed. It was indicated the patient was hospitalized due to pump complications. It was reported the patient is ¿being held because no one has been able to aspirated the line.¿ the last narcotic was given on (B)(6) 2013, possibly (B)(6) 2013. The patient began a relapse of previous symptoms: sneezing, yawning, abdominal pain, body ache, decreased appetite (B)(6) 2013. Additional information reported was the patient is currently at the hospital. The patient had been there since (B)(6) 2013. The patient has had symptoms since (B)(6) 2013. There was an issue with catheter. Three radiologists tried multiple times to aspirate the catheter and could not. The physician requested a therapy bolus be performed and when they came in to do it the patient was sedated and it was believed the pump/catheter was working because of this. The physician indicated the patient hadn't had any medications but the patient¿s daughter noted a fentanyl patch had been administered. A bolus was not done. The patient was getting fentanyl or dilaudid which the patient¿s daughter believed was masking the issues with the pump. The patient was on lortab. The patient¿s daughter stated she has seen her mother go through the morphine withdrawal cycle since (B)(6). The patient ¿doesn't complete it¿ because they are giving medications at the end of it each time. On (B)(6) she states they did a "complete flip around" and said the pump works there is no problem and she is not in withdrawal even though the catheter access port (cap) cannot be aspirated. The patient¿s daughter felt like her "mother is dying" and she is concerned about what to do next. The patient was kept in the hospital friday and monday because her calcium levels were too high. It was indicated the patient is in worse shape than when she came in. The patient¿s daughter indicated she wanted to transfer the patient to another hospital. When the patient has gone through withdrawal she has had a "heart attack.¿ the ekgs on shows a possible myocardial infarction. Additional information reported was the patient was in the hospital and it was related to the device therapy. The patient had been in and out of morphine withdrawal for the past three weeks. It was stated that being in the hospital was causing the patient to have the following complications: the patient cannot walk, has bladder incontinence, and the patient was in so much pain she cannot get out of bed. It was believed the patient may have a "block" in her catheter. On three occasions in the hospital the radiologist tried to aspirate the catheter and could not aspirate anything. The patient was being given intravenous opiates in the hospital. It was indicated the patient was supposed to have a therapeutic bolus administered to test the catheter. The physician that was to do the bolus test was not available. Another physician planned to administer a bolus and evaluate the patient. The patient¿s daughter stated it was hard to see her mother decline in bed and that her mother is not normally bed ridden. The bolus had previously been scheduled many times over the past three weeks but had been cancelled. Another physician had gone to the hospital to administer the bolus but there had been a miscommunication in the patient¿s pain level and the medications given therefore the bolus was not administered. The doctor said he could not give the patient a bolus because the patient was overmedicated and did not appear to be in pain. It was confirmed the patient was given a fentanyl patch. The caller said that the patient was given pain medications that she should not have. The caller said she is watching her mother die. The pump dosage was increased a little bit from 1.2 mg per day of infumorph to 1.3 mg per day of infumorph. The pump was read with the programmer. The physician did the update. This event started about two weeks ago when the patient went into the emergency room for a urinary tract infection. A plan was developed for caring for the patient. The pump was delivering morphine

Event description:
Additional information reported that there is something wrong with the pump. The patient was in the hospital and has been there since (B)(6) 2013.the patient¿s physician could not go to the hospital as ¿he doesn¿t have privileges¿ at that hospital. On (B)(6) 2013 the pump was increased from 1.2 to 1.3. The physician believed there is a problem and they need to remove the pump. There was a problem with the ¿line."

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was hospitalized from (B)(6) 2013. Following the report of the catheter revision that occurred in (B)(6) of 2013 (refer to manufacturer report # 3004209178-2013-08430) it was noted that ongoing problems "continue to surmount". The patient experienced increased pain and a significantly decrease quality of life. This had been reported to the device manufacturer, the neurosurgeon and the pain specialist. It was reported a "significant red flag was identified by the nurse from basic home infusion, when she came to refill the pump on (B)(6) 2014 the extracted reservoir volume was expected to be 2.3 ml; over 18 ml was extracted!" It was reported that finding identified the cause of the patient's increasing uncontrolled pain and significantly reduced quality of life. It resulted in multiple redirected efforts which reportedly diverted the medical attention needed for the patient's "problems related to the intrathecal pump complications". It was also reported "persistent follow up calls made to the neurosurgeon, pain specialist, and the patient's family, from basic home infusion representatives continue with hope of the medical professionals implementing a serious course of action toward the lifesaving care" for the patient. It was lastly reported "sustained integrity warrants a demonstrated effort toward medtronic's commitment to the highest quality of patient care" for the patient. No further information was provided.

Manufacturer narrative:
(B)(4).